Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing - battery compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/15/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.